Manufacturer narrative:
This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
Patient's father reported that the enteralite infinity orange enteral pump did not alarm that no food was in the pump and that the pump was pumping air. He watched the pump push air up to the patient's j-tube and he stopped the pump before the air reached the patient's stomach. (B)(4).